Manufacturer narrative:
All information available to the manufacturer at this time has been provided. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
It was reported that a patient on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) was hospitalized due to peritonitis around the end of (B)(6) 2015. The patient stated that they were using heparin and they saw some fibrin in the drain bags. They further stated that the cycler displayed a drain line blocked message. Additional information was received from the patient's pd nurse indicating that the peritonitis was due to touch contamination and the patient had grown staphylococcus epidermis. It was further stated that the patient was performing treatments on the cycler and the patient was still in the hospital as of (B)(6) 2015. Medical records were requested, but no further information has been provided.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances observed during the manufacturing process. In addition, the device record review confirmed the labeling, material, and in process quality controls were within specification. All information available to the manufacturer has been provided.